Manufacturer narrative:
Evaluation summary: the distal end with cmos assy are replaced. Correction information: g6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Blurred image in the center of the image. This event occurred at the time of during inspection. There was no report of patient harm.